Event description:
It was reported that the patient was not able to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred last couple weeks from the date manufacturer became aware of the event.